Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had ongoing elevated blood glucose (bg) levels (value not provided). The customer went to the emergency room (ER) and was subsequently hospitalized multiple times. No additional information was available regarding the reported issue.